Event description:
It was reported that a device had high impedance and all electrodes were reading 4000. Diagnostic testing or troubleshooting included impedance testing and the lead was replaced. The product issue was resolved. It was unknown if there were any patient symptoms or complications associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3889-28, lot# v794133, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).